Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the black box showed no activity outside of normal use. The returned battery cap and cartridge cap were used to complete the investigation. The pump ez-prime steps were performed correctly. No alarms occurred during the investigation; the product performed within specification. Product analysis was unable to duplicate the initial complaint of a rewind issue. The pump cover was removed for further investigation and no intermittent condition was found to the motor circuit and no debris was found to the cartridge compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that the motor rewind was slow. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.